Manufacturer narrative:
Additional information was added to d4 expiration date (update to n/a), h4, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dual luer lock cap was loose on a non-baxter syringe resulting in a leak of solution on the patient's hand. This was noticed while opening the packaging of a cytarabine injection for administration. The event was further described as "the syringe was wet and blue cap at the syringe hub/tip was loose." The patient proceeded with the drug administration. The patient was instructed to wash their hands and clean the area where the medication was prepared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: 8011 should additional relevant information become available, a supplemental report will be submitted.